Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient went to a new model ins and had to load his new settings several times a day. On top of that, he regularly couldn't boost during occipital nerve stimulation (ons) attacks because he was at the maximum capacity of his system. Since it was impossible to maintain the situation, the rep was asked to look at alternative options. The rep asked for an estimate for how long a different model ins could continue to delivery therapy with settings provided and a full battery, up to the point that the patient would need to recharge. The settings were impedance 1260 to 1650 ohms, program a1 with positive polarity on electrode 0, negative polarity on electrode 5, intensity at 6.4 milliamperes (ma), rate at 110 hertz (hz), and pulse width at 350 microseconds (mcs), as well as program a2 with negative polarity on electrode 3, positive polarity on electrode 5, intensity at 6.8 ma, rate at 110 hz, and pulse width at 350 mcs. Using the settings provided and an estimated therapy impedance of 1000 ohms, an estimated recharge interval for the patient's currently implanted ins model was 2.1 days, and using an alternative model ins was 3.77 days at beginning of life and 3.10 days at end of life. Additional information was received from the rep. It was reported that the previous ins was replaced due to end of service (eos). The event date was provide. It was reported that the serial number of the ins was unknown. The implant date was in (B)(6) 2021. It was confirmed that the patient needing to load his new settings several times per day was referring to needing to recharge. Reprogramming was performed, but the issue was not resolved. High therapy settings caused the ins to not be able to deliver the required therapy when increasing amplitude. Patient and healthcare professional (hcp) details were provided. It was noted that this information was confirmed with the physician/account.